Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can¿t be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 39th complaint for lot # 8324761 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: undetermined. Rationale: CAPA not required at this time.

Event description:
It was reported that the needle 30x1/2 rb experienced a clogged/blocked needle. Product defect was noted prior to use. The following information was provided by the initial reporter: 2020.03.13 a doctor in a user facility hospital, one of the 8324761 batches of the injection needles in use, he found it was blocked. They need a written investigation response letter from the company.